Event description:
It was reported that right ventricular (rv) lead noise was over-sensed and observed on noise reversion episodes from a merlin@home remote transmission. No intervention was reported. No patient consequences or symptoms were reported.